Event description:
It was reported that the customer had high blood glucose levels of over 900 mg/dl. The customer was hospitalized on (B)(6) 2014 for high blood glucose levels. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and thirstiness. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.